Event description:
During an attempted intubation for a CT guided lung biopsy, the glidescope video laryngoscope tip broke off and migrated into the pt's trachea. Using the glidescope, an 8.0 endotracheal tube was then immediately placed. Under general endotracheal anesthesia, the doctor retrieved the broken piece using bronchoscopic guidance, at which point the CT guided biopsy procedure proceeded as planned. During the procedure, frank blood was noted coming from the endotracheal tube. No difficulty ventilating or oxygenating was noted. After the procedure, the pt was extubated without difficulty, and seen to be oxygenating/ventilating well. The pt was admitted to intensive care for overnight airway monitoring. Please refer MFR report # 9615393-2013-00317.